Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. Blood backflow noted immediately after attaching bd maxzero extension. Bubbling observed in lab sample during draw. After saline flush, blood filled extension tubing to the needleless access device. Extension tubing replaced; issue resolved after change. Removed tubing inspected and leak confirmed at the connection point between extension tubing and needleless access device. Tubing bagged and saved on unit.